Event description:
It was reported that intermittent occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reported the customer had trace ketones and ketone levels were identified as life threatening by health care provider. Elevated bg was address by a bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.